Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional tests could not be performed due to the alarm. The insulin pump had minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error alarm and no delivery alarm. Customer's blood glucose was 348 mg/dl. Customer states he was able to solve the no delivery alarm with a complete set change. After troubleshooting motor error alarm, customer was advised that insulin pump would need to be replaced. No further information provided.